Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "applier would not load any clips, like it was jammed". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "applier would not load any clips, like it was jammed". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4): the customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed a broken safety pin in the safety pin hole. The hole where the safety pin is placed was deformed on the applier's handle frame. There was no biological material observed on the device. The reported complaint of "broken safety pin" was confirmed based upon the sample received. The device was returned with a broken safety pin and damaged the safety pin hole. Proper functional testing could not be completed because the applier was unable to be engaged due to the broken safety pin. R & d concluded the probable root cause for the safety pin breakage is a fracture defect with the supplied safety pins. Actions to address the safety pin break were established as part of a non-conformance, which was closed on 29-jul-2025. The returned sample was manufactured prior to these actions on 23-mar-2025. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus the initial MDR submitted on 25-september-2025 and the follow-up sent on 30-october-2025 should be retracted. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed a broken safety pin in the safety pin hole. The hole where the safety pin is placed was deformed on the applier's handle frame. There was no biological material observed on the device. The reported complaint of "broken safety pin" was confirmed based upon the sample received. The device was returned with a broken safety pin and damaged the safety pin hole. Proper functional testing could not be completed because the applier was unable to be engaged due to the broken safety pin. R & d concluded the probable root cause for the safety pin breakage is a fracture defect with the supplied safety pins. Actions to address the safety pin break were established as part of a non-conformance, which was closed on 29-jul-2025. The returned sample was manufactured prior to these actions on 23-mar-2025. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "applier would not load any clips, like it was jammed". No patient harm or injury. The patient status is reported as "fine".